Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: biomed is getting a flow block error during patient side occlusion on his 8100 module. Sn: (B)(4). Failure device type: systems maintenance. Failure problem type: v10.33. Failure mode: error. Case resolution: biomed would just power up the 8015 normally and connect to the system maintenance. I have biomed power everything down. Powered up the 8015 manually into maintenance mode, hit proceed, then external communications. Connected 8015 to system maintenance. Biomed was able to test his units with no errors. Biomed ended call.